Event description:
The MFR received info alleging a ventilator required service and the batteries would not charge. There was no pt harm or injury reported. During the eval of the device at the MFR's service center, the device failed to power on. The device's power management board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.